Manufacturer narrative:
The local area sales representative was contacted and confirmed that during the post op check a couple days later, there were no further issues observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pacemaker replacement procedure for normal battery depletion, after this replacement device was placed, the right atrial (ra) lead was connected to the pacing system analyzer (psa) and the right ventricular (rv) lead was connected to the new device header, when the ra lead was removed from the psa there was no rv pacing. Technical services was unsure why this occurred with the new device and stated they would try and recreate this issue in office. The device was ultimately programmed with a shorter av delay to ensure pacing, the rv lead was programmed bipolar and sensitivity was adjusted as bipolar r-waves were not as optimal as unipolar. No adverse patient effects were reported.